Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and mid flexion instability. It was also indicated that there was a loosening of the unknown component at the cement to implant interface. An unknown cement was used. All parts were removed except the patella which was competitor. A new tc3 was implanted with success and very stable through a full range of motion. Doi: (B)(6) 2013; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4).